Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm, moisture damage, constant tone and keypad anomaly on the insulin pump. Customer's blood glucose level was 90 mg/dl. Troubleshooting for the alarms were performed. Customer's dog jumped into the jacuzzi and exposed the insulin pump to moisture. Customer advised the up button was slow to respond when pressed, the device had a constant tone and they received an unexpected restart alarm. Customer removed the battery and placed it in rice to dry it out. Customer advised the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display and a constant audio tone alarm (watch dog alarm) due moisture damage to lcd board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.